Manufacturer narrative:
The sample was returned for evaluation. The company is still investigating the issue at this time the device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown conquest, pta balloon dilatation catheter, allegedly experienced detachment of device or device component. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown conquest, pta balloon dilatation catheter, allegedly experienced detachment of device or device component. This information was recieved from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was returned for evaluation. Break and detachment of device or device component were confirmed for the returned device. The definitive root cause for the reported event is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.